Event description:
A CT scan was done on (B)(6) 2015, showing migration of the greater curvature stent into the mid small bowel. On the scan, it appears that there is a transition point as the bowel was decompressed distally and dilated proximally, causing a small bowel obstruction. Noninvasive mitigation treatments were tried but did not resolve the bowel obstruction. The migrated stent was removed on (B)(6) 2015 and the obstruction resolved. Dates of use: (B)(6) 2015.